Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a vascular intervention procedure using a 7f sheath. Reportedly, the device was advanced and the foot was opened; however, when attempting to re-close the foot to reposition the device in order to get bleed back from the marker lumen, there was difficulty retracting the foot. The lever was opened and close and the device was "wiggled" around and the foot was finally able to retract. The device was removed and wasn't deployed. An attempt was made with another prostyle device; however, when attempting to retract the foot of the device after suture deployment, there was resistance. The device had to be wiggled around and then the lever was finally able to be closed and the foot retracted. Hemostasis was achieved with the one prostyle suture; however, the physician also added surgical suture just to confirm adequate closure. No tissue or vessel damage had been reported due to the prostyle foot issues. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue/calcification, or suture caught in foot. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.